Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-04-01.03 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl while wearing the pod on their back between 36 and 48 hours. The parents stated that the patient locked the smartphone by mistake and it had to be reset to factory settings and the omnipod 5 app was deleted and at that moment they could not give a bolus, and the glucose levels went up to 400 mg/dl. On (B)(6), 2026, the patient was taken to the emergency room where they remained until (B)(6), 2026, 1:00 am. The patient¿s symptoms included high bg levels and dry mouth. The patient diagnosis was high bg levels, and they were treated with intravenous insulin. The pod was discarded.